Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the reagent dispense assembly. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following the reagent dispense assembly malfunction or if the part stops working; the resulting failure mode described could occur: plunger wears out, is dirty, clogged, or contaminated, causing plunger to bind or stick. This event can lead to a potential alteration in staining.

Event description:
Customer complaint record reported the event as follows: staining issue no direct or indirect patient harm or user harm have been reported.